Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation, the battery compartment and cap were found to be undamaged and the cap fit securely to the pump. The ez-prime steps were performed correctly; the prime step was correctly checked after priming 19 units. The allegation that the ¿prime box was empty¿ was not duplicated during investigation. The pump performed within specification. Unrelated to the original complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the prime box was empty after priming 19 units. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.